Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter and wife reported via phone call that her father was hospitalized for high blood glucose and diabetic ketoacidosis. The patient's blood glucose was 1,054 mg/dl at the time of admission. He experienced lost vision, confusion, weakness, and vomiting. He was treated via insulin IV and fluid. The patient also had a heart attack; he was sent to the ER and his blood glucose was 293 mg/dl. The blood glucose was treated via manual insulin injection. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were programmed inaccurately; the basal rates were too low and the caller stated the proper rate. The basal rates were corrected. A high pressure test did not occur due to lack of a tubing clamp. No products were returned and a tubing clamp was shipped to the customer.